Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the transmitter had voltage. A pairing test was performed and the test passed. Functional testing was performed and the test failed; however, it is unrelated to the customer complaint. A review of the shared data log did not find any errors. The reported event of a low transmitter battery was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for evaluation. The reported receiver message for low transmitter battery was not confirmed via data, but the data evaluation did confirm a permanent loss of connection. The root cause could not be determined post-investigation. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. Based on the investigation results, this issue has been upgraded from non-reportable to reportable.